Event description:
Customer reported a motor error alarm followed by an alarm for a loose drive support disk. The blood glucose reading was 131 mg/dl. He stated that the alarms occurred during normal use. He stated that the insulin pump may have been exposed to the x-rays at the dentist office. He stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during prime test due to faulty force sensor relay. No motor error alarm was noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.